Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the axiem connection was not steady. The axiem box was replaced and the imaging system then passed the system checkout and was found to be fully functional. The axiem system was returned to the manufacturer for analysis. Analysis found that the issue could not be duplicated. There was no problems found after testing. There was no failure found with the hardware. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the axiem would go between red and green status in the case. Wiggling to connection would return the status to green. There was no impact to patient. There was no reported delay to the procedure due to this issue.